Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the front therapy electrode. The rash was red, burning, and raw. The patient reported that the rash was due to gel leaking from the front therapy electrode. The electrode belt was returned to the distributor where the gel leak from the front therapy electrode was confirmed. The patient's physician prescribed a cream for the patient to use on the rash. Follow-up indicated that the rash had improved.